Event description:
It was reported that during a ptca/stenting procedure the express2 monorail stent dislodged. The lesion being treated was a moderately calcified, 80% stenotic lesion in the rca. The physician had difficulty corssing the lesion. While attempting to place the stent across the lesion, the stent became dislodged. The physician was able to cross the dislodged stent with a wire and deploy it using a maverick2 balloon in the target vessel. A maverick xl balloon was used to post dilate the stent. Patient was sent to ccu for observation.